Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a ventricular fibrillation (vf) post shock remote monitoring data review, the stored electrogram showed ventricular loss of capture (loc) for two consecutive beats preceding the vf event. Additionally, the stored event egm also showed frequent pvcs preceding the vf event. It remains unknown if the loc contributed to the vf episode. Post shock pacing showed ventricular capture (5.0v at 1.0ms). The presenting egm also shows evidence of rv loc: all other lead measurements appear stable. The patient was requested to attend an in-office device check the rv pacing threshold was measured at 1.6v @ 0.8ms and there was no evidence of loc on the real-time egm. The in-office rv threshold measurement was consistent with the threshold value seen at the post implant follow up. As requested by the clinician, the rv pacing outputs were increased to 3.5v at 1.0ms and the patient will continue to be monitored via latitude home monitoring system.